Event description:
A (B)(6) male, pt's wife, called in to zoll lifecor customer support to report that the electrode belt connector was broken. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector housing was cracked. The cause for the belt connector not staying completely latched was due to the damaged electrode belt connector housing. The root cause of the connector housing damage cannot be positively identified. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.